Event description:
It was reported through transcatheter valve therapy (tvt) registry data that on (B)(6) 2022, a portico valve was implanted. A permanent pacemaker was then implanted the same day. No additional information was provided.

Manufacturer narrative:
An event of a permanent pacemaker was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.